Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: codes 3273 "noise, audible" and 628 "communications problem identified" was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "black image" was caused by a wrong setting input. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high definition lcd monitor had power with a blank screen except for message at the top that read no screen. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
After trouble shooting the device with the customer by phone the service center instructed the customer to press input on front of monitor, review input, currently set to sdi 1. Use arrows to select sdi 1, now has an image. Instructed the customer to change input on monitor from sdi 2 to sdi 1. The customers image was restored and the issue resolved. Selected correct input. Based on the results of the investigation, it is likely that the following led to the malfunction: not selecting the correct input on the monitors settings.